Event description:
The distributor reported an issue encountered with the cardiovascular valve. It was reported that during a procedure, the valve leaked blood. The volume was not indicated. As a result of the alleged event, the valve was replaced. The report stated the procedure continued with no patient complications as a result. This model device is sold in non-sterile form to the distributor for further processing/sterilization. The device sample has not yet returned to the distributor or the manufacturer for analysis. See also 1649914-2015-00001 for related incident.

Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. This product is sold in non-sterile form for further process by a distributor. Review of initial complaint dta found additional information (event date/patient information) which has been added to this form. The device was returned for analysis. The device valve was subjected to back-pressure to attempt to simulate the complaint condition and to challenge the device specification. The relief band should open at 340mmhg. The band opened at 263 mmhg. The defect appeared to be that the relief band did not hold/opened too soon. The potential causes of this issue could be occlusions caused by user error or incorrect assembly of the customer's set in which the valve is installed.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.